Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that the system was making noises. The door turn-buckles were adjusted. A full system checkout was performed after the adjustments and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the x-stage cover was rubbing on the front castors but only when driving in reverse. No patient was present at the time of the event.